Manufacturer narrative:
The damaged equipment has been replaced with a same model unit. The customer's daily operations have returned to normal. Country rfa, provided via pqif complaint form: (B)(4).

Event description:
On the daily work preparations process, the customer suddenly discovered thick smoke and flames emanating from the rear of the equipment. After an immediate cutting off the power supply and inspection, the customer found obvious burn marks on the cables at the dp interface of the input/output ports. Following the customer's report of the incident, company cse conducted an on-site inspection and confirmed that the dp video output cable had significant burn marks at the interface, rendering the equipment unable to power on. Aside from the equipment itself, there was no other personal injury or property damage. Company has urgently coordinated with sales partner to procure a demo unit of the same model for the customer's use. The company has had preliminary discussions with the customer regarding the aftermath. The damaged equipment will be returned to the company for further technical evaluation. The customer's daily work has not been affected in any other way.